Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2016-04330. The patient received two scs leads it was reported one of the patient's ((B)(6)) scs lead was migrated. In turn, the patient underwent surgical intervention. Intraoperative diagnostics determined high impedances on the other lead. As a result, both the leads were explanted and replaced. Concomitant medical products: implant dates for the following concomitant medical devices are unknown. Model 1192, scs anchor. Model 1194, scs anchor. Model 3716, scs ipg.

Manufacturer narrative:
The reported issue of lead migration cannot be confirmed with product testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2016-04330.